Event description:
The customer reported a blank display. The customer then reported that she was in the hospital due to a heart condition, as well as gout. The customer reported a blood glucose reading of 495 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.